Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to carelink. No upload or download anomalies or delays in uploading or downloading were noted. Device was programmed with the current time and date and monitored for several days. The time and date are functioning properly with no delays or stoppages noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2019 with blood glucose of 412 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported a low of 27 mg/dl on (B)(6) 2019. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer went into the hospital on (B)(6)2019 with low blood glucose level of 27 mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's reported low blood glucose of 27 mg/dl occurred on (B)(6) 2019 when the customer woke up. The customer reported sleeping when the insulin pump suspended insulin delivery, but alleged the insulin pump continued to deliver insulin resulting in the low blood glucose of 27 mg/dl. The customer's low setting was set to 70 mg/dl. It was reported the customer received an alert before low and went to bed without treating. The low blood glucose of 27 mg/dl resulted in emergency medical services being dispatched and a hospitalization. Emergency medical services treated the customer with glucagon. At the hospital, the customer was treated with intravenous drip glucose. The customer reported auto mode was not automatically delivering insulin at the time of the low blood glucose event. The customer was using sensors. The customer reported having used humalog for 30 years but has been using novolog since last month. The customer reported doctor made changes to their morning basal rates recently. At the hospital, a nurse reported the time on the insulin pump was a little fast. The insulin pump will be returned for analysis.